Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding failure to power or charge by battery or by test strips of the adc device. As a result, on (B)(6) 2022, the customer had a seizure, however, was able to self-treat with cola and perform a blood glucose test, no third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding failure to power or charge by battery or by test strips of the adc device. As a result, on (B)(6) 2022, the customer had a seizure, however, was able to self-treat with cola and perform a blood glucose test, no third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not turn on with button depression, strip or cable insertion. Connected reader to a pc and software was not able to recognize reader. De-cased reader and performed visual inspection, no issues were observed. Measured the returned battery and results were out of specification. Pressure was applied to the returned reader cpu and the reader did not turn on. Replaced returned battery with known good battery and attempted to turn on reader. Reader turned on with known good battery and reader was observed to be charging. Extended investigation has been performed on the returned reader. Visual inspection has been performed and no issues were observed. Measured the returned battery and results were out of specification. Replaced returned battery with known good battery and the reader did not turn on. Applied pressure to the microcontroller processor (mcp) and observed reader turned on. Issue has been confirmed to poor soldering of the mcp. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.